Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault) has been confirmed. Upon investigation the monitor did not pass essential performance testing. The cause for the discharge profile fault was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. There were no adverse events associated with the monitor malfunction.